Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home on (B)(6) 2026. The cause of death was unknown. The patient was found in the morning in their shared bed deceased by their spouse. Emergency medical services (ems) were not called, and no resuscitation efforts were made. The spouse was not able to provide any details other than "it was beeping and the patient changed their batteries and went to bed". The spouse was not able to provide times either. The patient's son stated they think the spouse woke up around 09:30. Additionally, the son was unsure of the time they got the phone call and arrived at the home but stated they think the pump was off by that time. It was unknown which batteries were used at the time of death. The equipment and battery clips were retained. Log files were sent for review. The log files captured low flow events on (B)(6) 2026. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. On (B)(6) 2026, low power advisories/hazards and no external power events were captured while on battery power. The patient was intermittently hooked up to battery power to power the pump. On (B)(6) 2026, low power advisories/hazards and no external power events were captured while on battery power. The patient was intermittently hooked up to battery power to power the pump. At 8:52:26 an intentional pump stop occurred due to the system controller's internal battery being depleted of power. The system controller clock was corrupt, and a pump stop was noted. Power was later applied to the pump, and it restarted and then an intentional pump stop occurred due to no power. The ventricular assist device (vad) was function as intended during the events. The log files were submitted. The devices operated as expected. The patient did not use alternative power source when the batteries were drained. They are unsure if that would be considered device or therapy related as the device was functioning properly. From the site's assessment of the situation and reviewing the equipment the family brought in, their thoughts are that the patient, against documented education, was sleeping on battery power rather than a mobile power unit (mpu), using expired batteries, and using non-calibrated batteries. The pump shut off when battery was drained and the patient did not replace the power source. There were no witnesses to the events as the patient¿s spouse was asleep and the patient passed away. No interventions were performed; the site was notified after the patient had passed away.